Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a row board cable issue. A field service engineer replaced the defective row board cable and cleaned the debris under the cubie to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a cubie drawer failure. The customer reported that the drawer had invalid cubie memory. The user was able to remove the medication from another station and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.